Manufacturer narrative:
Recall: 16274187-07262012-002-r and 16274187-12192011-003-r. This ipg serial number was included in multiple field advisories. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg displayed error code 2501 and ipg is inoperable. The patient last recharged the ipg approximately 3-4 months ago and is unable to remember when he last received stimulation. The patient requested to be explanted and desires to pursue a drg trial. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.